Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of difficulty converting rhythm (induced) is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of difficulty converting rhythm (induced) is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This difficulty converting rhythm (induced) has been observed with this product previously and is a known inherent risk associated with its use and is documented in the labeling of this product. Sugrue, a., ibrahim, r., lu, m., bhatia, n. K., alkukhun, l., adewumi, j., ... & frankel, d. S. (2023). Impact of median sternotomy on safety and efficacy of the subcutaneous implantable cardioverter defibrillator. Circulation: arrhythmia and electrophysiology, 16(8), 468-474.

Event description:
Per literature review, it was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) implantation in patients with sternotomy. It was noted that the s-ICD was unable to terminate induced or spontaneous ventricular arrhythmias. The first defibrillation threshold (dft) test performed was unsuccessful and the patients were discharged with medication. Then during the follow up, the dft testing was repeated and successfully converting ventricular fibrillation to sinus rhythm in most of the cases. In one case, the vf was unable to be induce, despite multiple attempts. No additional adverse patient effects were reported.

Event description:
Per literature review, it was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) implantation in patients with sternotomy. It was noted that the s-ICD was unable to terminate induced or spontaneous ventricular arrhythmias. The first defibrillation threshold (dft) test performed was unsuccessful and the patients were discharged with medication. Then during the follow up, the dft testing was repeated and successfully converting ventricular fibrillation to sinus rhythm in most of the cases. In one case, the vf was unable to be induce, despite multiple attempts. No additional adverse patient effects were reported.

Manufacturer narrative:
Sugrue, a., ibrahim, r., lu, m., bhatia, n. K., alkukhun, l., adewumi, j., ... & frankel, d. S. (2023). Impact of median sternotomy on safety and efficacy of the subcutaneous implantable cardioverter defibrillator. Circulation: arrhythmia and electrophysiology, 16(8), 468-474.